Event description:
Folinic acid (leucovorin calcium) backed up to primary fluid, which was normal saline. Normal saline was hung below leucovorine. As pump was turned on, chamber on normal saline bag was filling up.

Event description:
Fluorouracil hooked up to primary fluid. Opened roller clamp on secondary line. Air bubbles noted in normal saline bag, which was hanging one hanger below. Fluid level in primary chamber also rose.